Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (unilateral), oophorectomy(unilateral)). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2008, 2007. Discrepancy note date of additional surgeries: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain,menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.